Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). - the dentist reported that, almost 2 years after the dental implant was installed in intraoral region #28, its loss of osseointegration was observed. The patient presented insufficient bone quality/ quantity (bone type iii).